Event description:
It was reported that patient underwent revision knee arthroplasty on (B)(6) 2010 where biomet product was implanted. A subsequent revision procedure was performed on (B)(6) 2012 due to infection. The acetabular cup and polyethylene liner were removed and replaced. Only the polyethylene liner and acetabular cup screws was manufactured by biomet (B)(4). No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further information has been received. This report is number 1 of 7 mdrs filed for the same event (reference 1825034-2012-00245 / 3002806535-2012-00069, 3002806535-2012-00072 / 00076).